Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section of its body. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated. It is possible that the balloon being inflated prior to use could have caused the damage found in the balloon, thereby affecting the performance and intended purpose of the device and leading to in an inability to use it during the procedure. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary tract on (B)(6) 2019. According to the complainant, during preparation, the balloon was tested, and it was noticed that the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.